Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 170 mg/dl at the time of the incident. Device had also alarmed battery out limit alarm and off no power alarm. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, idle current, run current, self-test, off no power, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test due to motor error alarm. No unexpected failed battery test alarm, off no power alarm, battery out limit alarm or weak battery alarm noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.